Event description:
Post op, the trident ceramic liner had come loose from the trident psl shell. Revision surgery was performed and the same size implants were used.

Manufacturer narrative:
Associated device: trident psl ha cluster, 52mm, catalog# 542-11-52e, lot# 23883401. Add'l info has been requested and if received, will be provided in a supplemental report.